Event description:
The patient reported that they have had seven v-go 30's fall off. It was reported that the application site was prepped correctly. The patient wears v-go on their abdomen and rotates each side. The devices are not available for return to the manufacturer for evaluation because they were discarded.